Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's buzzer did not function.

Manufacturer narrative:
Product analysis #501827775:per sop 10018621 rev 200 and per qs00003528 attachment a section 6 product returned physical sample was turned in originally for displaying error. The unit was received from service stating no audio. The customer complaint was not verified. The service technician s observation was verified and duplicated. The unit was powered on and no welcome tone/ sound were heard. The unit was disassembled and it was noticed that there is a lot of fluid ingress inside the unit. It had spread to the board at several places and damaged certain components. See the images. This could be the reason for the unit displaying the error originally. The fluid had solidified on the rear and front casing. The pcb, rear and front casing had been scrapped in fi. Root cause: fluid ingress damaging the components on the board. Action required: change the pcb, rear and front panel and process as per service procedure. Analysis confirm that the failure contributed to the MDR yes diagnosis unknown reported condition unable to confirm. If information is provided in the future, a supplemental report will be issued.